Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) (serial #: (B)(4)) was returned for evaluation with the reported event of patient death due to hypoxia after aspirating. The mpu was returned for analysis to the edc. The mpu was powered on as intended. The unit underwent a functional test and performed as intended and preventative maintenance was performed. Additional provided information communicated on 07jan2021 stated that privacy laws prohibit the customer from providing information regarding the case. Additional provided information communicated on 08jan2021 stated that the patient died as mentioned in the outcome report. The customer wants the devices to be picked up. The outcome was not device related. Incidental findings: damaged feet. Damaged patient cable. The device history records were reviewed for the mpu (serial #: (B)(4)) and the mpu was found to pass all manufacturing and qa specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported through the patient outcome that the patient expired due to hypoxia after aspirating on (B)(6) 2020. The patient aspirated blood after oral bleeding. Privacy laws prohibit the customer from providing information regarding the case. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation. The mobile power unit (mpu) and universal battery charger (ubc) will be returned for evaluation. The outcome was not device related. Patient death was reported in MFR. Report # 2916596-2021-00067.